Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information stating the patient, "holds [the manufacturer] liable for any problems and damages [they have] suffered and may in further suffer due to the use of the ds1 device, in view of the fact that the device appears to be defective". The manufacturer was made aware of the complaint through a representative of the customer. There was no allegation of serious or permanent harm or injury. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device has not yet been returned to the manufacturer for evaluation.